Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead tortuosity of the innominate vein was severe and the lead was pulled down when the patient was in a sitting position, resulting in dislodgement. It was also reported that the rv lead exhibited high thresholds in bipolar and unipolar configuration. A rv lead revision procedure was scheduled. During the revision procedure high thresholds was confirmed. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.